Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the material number and lot number are unknown. CAPA#1379444 was initiated.

Event description:
It was reported that unspecified bd¿ venflon pro safety catheter was leaking. The following information was provided by the initial reporter: I have seen this happen 3 times - once each with a 14g, 18g and a 20g. The date it happened was the date that it was reported to you (15/10/20). The venflon was discarded. Although there was no obvious issues with the patient, there is a possibility that they did not receive all of the medication administered as the fluid (and potentially drugs) were leaking out of the port of the venflon. My concern is that when this happens and there is no downward pressure going through the venflon, blood seems to flow backwards out through the port. On one occasion when I saw this (14g) there was a significant amount of blood that could have been lost. If this occurs and the venflons are not visible, I would be concerned that patients could potentially lose a lot of blood. If I see this happen again I will try to remove and keep the venflon for you to send back to the company. Message received on 15th october: I have had a report of a problem with bd venflon pro safety 16g bn9354533p40. When the venflon was in-situ in the patients hand with a y giving set attached for an infusion and the injection port giving set open to administer another injection, liquid possibly from the y giving set infusion was coming back out through the injection port. The dr reporting this has been using these for a number of years and not seen this before but has experienced it 2 or 3 time in recent weeks. I do not have information on what other batches have been affected but it has been different size venflons.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ venflon pro safety catheter was leaking. The following information was provided by the initial reporter: I have seen this happen 3 times - once each with a 14g, 18g and a 20g. The date it happened was the date that it was reported to you ((B)(6) 2020). The venflon was discarded. Although there was no obvious issues with the patient, there is a possibility that they did not receive all of the medication administered as the fluid (and potentially drugs) were leaking out of the port of the venflon. My concern is that when this happens and there is no downward pressure going through the venflon, blood seems to flow backwards out through the port. On one occasion when I saw this (14g) there was a significant amount of blood that could have been lost. If this occurs and the venflons are not visible, I would be concerned that patients could potentially lose a lot of blood. If I see this happen again I will try to remove and keep the venflon for you to send back to the company. Message received on (B)(6) : I have had a report of a problem with bd venflon pro safety 16g bn9354533p40. When the venflon was in-situ in the patients hand with a y giving set attached for an infusion and the injection port giving set open to administer another injection, liquid possibly from the y giving set infusion was coming back out through the injection port. The dr reporting this has been using these for a number of years and not seen this before but has experienced it 2 or 3 time in recent weeks. I do not have information on what other batches have been affected but it has been different size venflons.